Manufacturer narrative:
The device was returned to olympus for inspection. Olympus investigator was able to confirm the customer failure and determined the following cause: the cutting wire came completely detached from the plastic portion of the distal end however no portions of the cutting wire appear missing. Based on similar investigation results in the past, it can be inferred that the cutting wire was pulled tightly when the distal end of the tube was not deflecting enough. As a result, a tensile load was possibly applied to the press fitted area of the distal tip. This might have caused the distal tip to detach from the tube. However, the exact cause of the problem could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the cutting wire on the sphincterotome has broken. The issue was observed during a therapeutic procedure and the procedure was completed with a similar device. There were no reports of patient harm.